Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, during the heat up phase of the procedure, the console generated a fluid loss alarm with no actual fluid leak noted. When the physician readjusted the tenaculum stabilizer of the sheath, the tenaculum ripped off from the cervix, causing a small tear. Another tenaculum was added to obtain a good seal, but the machine still generated a fluid loss alarm. At approximately eight minutes and thirty seconds left in the ablation phase, a third fluid loss occurred and the machine automatically went to cooldown. The site reported some bleeding from the torn cervix, thus, it was uncertain whether or not saline leaked out. After cooling down, the physician sutured the cervical tear and replaced the kit and tenaculum. The procedure was completed using the second kit without any problem. The patient did not sustain any burn injury. The patient¿s condition was fine post procedure.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.